Manufacturer narrative:
Service in the field was performed on december 20, 2016. The replaced lps and q-switch driver were received at the manufacturer on september 26, 2017.

Manufacturer narrative:
As previously reported. Service in the field was performed on december 20, 2016. The replaced lps and q-switch driver were received at the manufacturer on september 26, 2017. The lps has been disposition to be scrapped once the failure analysis has been completed.

Event description:
It was reported that during preparation of a prostate procedure "the system turned into waiting mode". Additional information was not reported. No complication to patient was reported. No injury reported.

Manufacturer narrative:
System analysis / service repair performed on december 20, 2016: the reported problem of "power and communications issue" was confirmed. Replaced q-switch driver and cable, laser power supply, added water and cleaned fiber port. Rf power, water flow and detectors were set. The system was tested and verified to meet manufacturer's specifications.